Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt's vaginal mucosa suture line ruptured. The pt was a former smoker but had no other know co-morbidities. The pt was fine after suture line was repaired.